Event description:
It was reported that prior to starting a da vinci si surgical procedure the mega suturecut needle driver instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the cable was frayed. The one grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at wrist were undamaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.